Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. However, the field service engineer of olympus (B)(4) checked the subject device on-site and found that the reported phenomenon was duplicated. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, it was found that the examination lamp intensity was low and the examination lamp blinked. There was no report of patient injury associated with this event.